Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high out of range defibrillation impedance was noted. Provocative testing was performed on the patient, but the impedance measurement was not reproducible. The physician preferred not to take any action and will continue to monitor the patient by follow-up. The patient was in stable condition.

Event description:
Additional information was received that an increase in the pacing impedance was observed on the right ventricular (rv) lead. Furthermore, rv lead damage was suspected, but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During follow-up, oversensing episodes were observed due to lead noise. Provocative testing was performed and the lead noise was not reproducible. The physician will continue to monitor the patient by follow-up, and no intervention will be performed at this time. The patient was in stable condition.